Event description:
The report received indicated that when the package of the 6mm angioguard xp emboli capture guidewire system was opened; the physician found that a part of the filter basket was deformed. The physician judged that the product should not be used for the procedure. There were no anomalies noted with the package; the device was removed from the package without difficulties. There was no excessive force used at any time.

Manufacturer narrative:
Please note that the device involved is not available for evaluation. Additional information will be submitted within 30 days upon receipt.